Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During the impella cp support, with concern of rising lactate, urine output, and diffuse pulmonary infiltrates, the decision was made that the patient would be escalated to an impella 5.5 as well as receiving impella rp flex support. Post explant, patient care was withdrawn and the patient passed away. The report represents the impella cp. Another report was submitted for the related impella rp flex.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Hemodynamic instability: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.